Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid effluent (reported as "ascites turbidity"). The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with a first dose of intraperitoneal (ip, also reported as injected into the abdomen through liquid medicine) cefazolin 1.0g and ip ceftazidime 1.0g and then received maintenance treatment with ip cefazolin 0.5g (frequency and duration not reported) and ip ceftazidime 0.5g (frequency and duration not reported). Fifteen days after the event onset, the patient was recovered from this peritonitis event. Action taken with pd therapy was not reported. No additional information is available.